Manufacturer narrative:
We have not received the device for evaluation since the device has been discarded by the user facility. Hence, we could not conclusively determine the root cause of the defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. At this time, we remain inconclusive about the root cause of the issue. However, it is possible that the amount of glue added by the operator during bonding the stopcock to the inflation arm was not sufficient which could have led to this issue. Please note that our manufacturing team does conduct 100% inspection on each device and test them for balloon functionality. However, it is possible that the defect was inadvertently missed during the inspection process. Device was not used in the patient. Procedure was completed using a different shunt. No corrective action is required at this time. The current rate of occurrence is within our expected rate of occurrence.

Event description:
During pre-use check, surgeon detected a leak at the stopcock while inflating the balloon of the shunt. Device was not used in the patient. Procedure was completed using a different shunt.